Manufacturer narrative:
The 3pk n5 hook for hook handle ((B)(4)) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the hook verified the complaint reported by the customer as valid. The coating on the hook was damaged; it appeared to be melted at the distal part and there were scratches and marks on the coating. Root cause analysis: it was determined that the damages on the coating were probably due to a bad handling of the device during the storage or an improper cleaning as the use of scouring pad. These damages weaken the coating and led to the reported issue. The instructions for use (IFU) mentions that: "delicate instruments should be handled with extreme care to prevent damage." And "do not use abrasive cleaning products such as hard brushes, etc.".

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 2, and is related to mfg report number 3003249645-2023-00033. It was reported that the sheath of the hook from 3pk n5 hook for hook handle (cev2295a) melted in the patient during the surgery. The fragments of melted sheath were removed from the patients body. There was no significant increase in surgery time. It was later reported by the doctor that the dysfunction had consequences on the patient's health. The patient developed an infection on the surgical site. Additional intervention as required 7 days after for infection: drainage and washing of peritoneal cavity. There was hospitalization for six days with antibiotic therapy. It was reported that the infection could be linked to the incident.